Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 7/8/2024, a medwatch notification was received via email. A facility representative reported that an ar-6572 arthrex gemini sr8 had one of the two prongs break off in the patient intraoperatively. The surgeon identified it, found the piece, removed it, compared it to another port, and then proceeded to finish the case. Per the facility representative, the cannula system is not metal and would not appear on the x-ray. This was discovered during a shoulder arthroscopy procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.